Manufacturer narrative:
Site confirmed the frame moved. Inaccuracy is expected after frame movement. Unable to replicate any issues with the system. All internal cables on the system were checked, performed multiple registrations and instructed customer on proper technique. No issues found with tracking.

Event description:
A medtronic rep reported that the site experienced inaccuracy after draping. The use of the navigation system was aborted but the case was completed. The site stated that the frame had been bumped/moved which caused the inaccuracy. There was no impact to the pt.